Manufacturer narrative:
The recipient did not benefit from the deice for years and an otoscopic examination showed the floating mass transducer on the conductor link to have extruded into the ear canal. Device investigation revealed a mechanical damage to the conductive link, which is very likely related to the reported extrusion of the conductive link in the external auditory canal (eac). The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user reported having headaches and feeling pressure in the head. Also, there has been no benefit when using the device. The user reported that the device has not been functioning for years. The device has been explanted.

Manufacturer narrative:
Additional information: according to the limited information received from the field, the recipient did not benefit from the device for years. An otoscopic examination showed the floating mass transducer and the conducter link to have been extruded into the ear canal. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported having headaches and feeling pressure in the head. Also, there has been no benefit when using the device. Explantation is planned but no date has been scheduled as of (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported having headaches and feeling pressure in the head. Also, there has been no benefit when using the device. Explantation is planned.